Manufacturer narrative:
One opened company handpiece was received for the report of very hard to thread. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with white foreign material on the plunger and foreign material on the inner barrel. Discoloration consistent with reuse was observed. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The injector was manufactured in october 2018. The returned sample was found to be conforming for all functional and dimensional testing associated with the reported event, therefore an injector thread issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the three injectors were very hard to thread during an intraocular lens (iol) implantation procedure.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).